Event description:
In december 2005, a clinical incident involving a saber 30 arthrowand was reported to arthrocare corporation. During a lateral release of the knee, the tip of the electrode detached and remained in the patient's knee. Using a c-arm, the physician confirmed the fragment was not in the knee joint and assumed the fragment remains in the patient's soft tissue of the knee. There is no plan to reoperate to remove the fragment. No reported patient injury.